Manufacturer narrative:
Supplement/follow up #2 - medwatch submitted to the FDA 14/may/2020. Additional information: g4, g7, h2, h3, h6, h10. Device evaluation summary: the device was returned to the apollo device analysis laboratory on 06/march/2020. A deflated balloon was returned without the fill tube. The balloon is significantly discolored with particles present on the shell. As the device was not received with the fill tube, a sample fill tube was used for device testing and there were no blockages noted. An air leak test was not feasible, as the device has several small openings on the shell. Under microscopic analysis, the holes on the shell have jagged edges which is consistent with a removal instrument. The flow of liquid through the slit valve was continuous and unobstructed. The complaint has been verified due to the physical appearance of the returned balloon. A device history record (DHR) review was performed for vigilance reporting purposes and found he subject product met all specifications and requirements in effect at the time of manufacture. There are no other complaints reported for this lot number and failure.

Manufacturer narrative:
Supplement #1- medwatch sent to the FDA on 31/mar/2020. Additional information: d10, h3, h10. The device was returned to the apollo device analysis laboratory on 6/march/2020. Analysis of the device is ongoing.

Manufacturer narrative:
A review of the device labeling notes the following: (B)(4). A review for the intragastric balloon products for the failure mode "inflation" is performed during quarterly complaint analysis meetings (cam) and has demonstrated that global balloon inflation rate remains at "remote". Therefore, apollo determined that the reported event is occurring within the range of the expected frequency and severity for this reported event, as referenced in the cam meeting slides. The current orbera® intragastric balloon system directions for use (dfu) addresses the known and anticipated potential events of "pain", "vomiting", "inflation" and "visibility/palpability" and "early removal" as follows: precautions: placement of the balloon within the stomach produces a delay in gastric emptying and this can create a variety of expected and predictable reactions including a feeling of heaviness in the abdomen, nausea and vomiting, gastroesophageal reflux, belching, esophagitis, heartburn, diarrhea and, at times, abdominal, back or epigastric pain and cramping. Food digestion may be slowed throughout the entire placement duration. Most patients acclimate to the presence of the device within the first 2 weeks. In order to prevent or ameliorate the symptoms most frequently experienced after placement, physicians should prescribe proton pump inhibitors (ppis) and antiemetics prophylactically and consider prescribing antispasmodics or anticholinergic medications for cramping due to accommodation of the balloon, and/or prokinetic medications for symptoms due to the delay in gastric emptying). Patients should be advised to immediately contact their physician for any unusually severe, worsening, or recurrent symptoms. The physiological response of the patient to the presence of orbera¿ may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera¿ include: abdominal or back pain, either steady or cyclic. Table 13: orbera¿ device- and procedure- related adverse events and complaints reported through clinical product surveillance between january 1, 2006 and march 31, 2018 - the event of "device visibility or palpability" was experienced by <0.01% of the patients. Warnings: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration, gastric and esophageal perforation and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement. "The physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response." "Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms." "Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic."

Event description:
Reported as: patient presented abdominal pain and constant vomiting. A hyperinflated balloon with many fungi was identified.